Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that six elevator #301's were broken and/or bent during different surgeries. There was no delay in any of the surgeries, all parts were retrieved in each case, and there was no injury to the patients.

Manufacturer narrative:
The product was returned for evaluation. According to the product evaluation, the complaint is confirmed as the tip of the elevator is slightly bent. The most-likely, underlying cause of the complaint was determined to be excessive force. The instructions for use states, "the tip of the instrument is extremely thin and delicate; care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the product evaluation and no non-conformances were found for this lot. There is no indication of manufacturing defects. This is report 2 of 6 for the same event. Reports 1, and 3 through 6 are reported on MFR # 0001032347-2016-00230-2, and 0001032347-2016-00264-1 through 0001032347-2016-00267-1.